Event description:
Asthma exacerbated (asthma). Case description. Medical device information: class iia. This spontaneous case from united states was reported by consumer as "asthma exacerbated" and concerns a (B) (6) female patient treated with levemir flexpen (long-acting insulin detemir) from (B) (6) 2009 and ongoing and novofine 32 (needles) for an unspecified period of time due to "type 2 diabetes mellitus". (B) (6). (B) (6). Medical history included asthma (no other medical history was provided). Concomitant medications included: humalog (rapid-acting insulin lispro), albuterol, spiriva (tiotropium bromide), and advair (fluticasone/salmeterol). A woman reported that she went to the emergency room (ER) on (B) (6) 2010 due to exacerbation of asthma. Her symptoms included cough, wheezing, and shortness of breath and she was admitted into the hospital the same day. The patient was unable to provide any laboratory data. She was treated with intravenous (IV) prednisone and continued her regular asthma therapy while in the hospital. The patient was discharged on (B) (6) 2010 with oral prednisone. The woman stated that she was not sure if the event was related to novofine 32 and levemir. The overall outcome was reported as "recovered". Note: the patient was unable to provide physician contact information at the time of the report. The patient initially contacted the company to report elevated blood glucose levels, needles bending and bruising at the injection site which have been captured as non-serious (B) (4). Company comment: the patient's medical history includes asthma with concomitant medication of albuterol, spiriva and advair for treatment of asthma. The cause of asthma is unclear, but many factors such as common cold, exercise, irritants, anger, anxiety or pollution can trigger or worsen asthma. As only little information was provided at the time of event "asthma exacerbated", it is difficult to assess the cause and effect relationship.